Manufacturer narrative:
Histopathological markers of cd30+ and alk- have not been provided. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported "bia alcl report provided by the abdr" this is for the left side device. The device has been explanted. Histopathological markers of cd30+ and alk- have not been provided.